Event description:
Customer reported that pump did not detect the cartridge, resulting in a cartridge change error. There was no adverse impact to the customer's blood glucose level. Despite attempts with two different cartridges, the issue persisted, and the device was scheduled for return, with a replacement pump provided.